Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. Blood glucose level at the time of the incident was 313 mg/dl. The customer reported that she treated with the insulin pump and woke up the next morning with a blood glucose level of 467 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 256 mg/dl; customer reported nausea and polyuria. The customer reported receiving a no delivery alarm several weeks prior to the call, which was resolved with a set change. The insulin pump did not show any malfunction during troubleshooting, but the customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.